Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) level of 44 mg/dl. Customer¿s bg was treated intravenously with saline. The customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly the customer had covid affecting customer¿s personal profile settings. Reportedly, the customer updated their pump settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.